Event description:
It was reported that the patient experienced inadvertent disconnection of a solution bag from the cassette tubing during peritoneal dialysis (pd) therapy. The patient then made a break in aseptic technique by reattaching the tubing to the bag. The patient experienced bacterial peritonitis manifested by milky effluent, abdominal pain, low grade temperature, and chills, which was caused by the break in aseptic technique. On the same day as the onset of peritonitis, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) ip via continuous ambulatory peritoneal dialysis (capd), so that the patient could administer antibiotic therapy at home during the day. On the same day, the patient was treated with vancomycin ip 2gm loading dose followed by 1.5gm every 4-5 days for 2 weeks for bacterial peritonitis. On same day, the patient was also treated with ceftazidime ip 1gm loading dose, followed by 1.5gm daily for bacterial peritonitis. Retraining on pd therapy was performed and treatment for peritonitis was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). During the follow up, the patient reported that they believed they did not screw the connection together all the way, leading to the reported event. Should additional relevant information become available, a follow up medwatch will be submitted.